Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the insulin pump was exposed to fluid from lake water. Customer's current blood glucose reading is 425 mg/dl and will be calling their health care provider for a back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to moisture damage on the keypad traces. The displacement, basic occlusion, occlusion, prime and excessive no delivery tests could not be performed due to the unresponsive buttons. The insulin pump had moisture damage on the electronics, motor, vibrator motor and battery tube assembly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.